Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing high blood glucose of 600mg/dl. She bolused and dropped to 457mg/dl, then she treated again. Troubleshooting was performed, and the drive support cap was flush. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir and no delivery alarm. The high pressure test was performed and passed. No further information was provided.